Event description:
It was reported that the cage was damaged during insertion. The surgeon noticed cage was placed slightly anterior to where he would have preferred it. He attempted to reinsert the handle to the cage in order to pull it back, but could not locate the insertion hole. He did notice a small piece of foreign material that he thought might have been a part of the cage. It was removed and discarded. Cage was left as is and locked down with pedicle screws. User reported no adverse consequence to the patient as a result of this situation. As a compromised implant was left in the body an MDR was filed to document this event.

Manufacturer narrative:
Sales rep discussed the problem with the surgeon after the case. Surgeon thought that the cage may have been loose upon the inserter or improperly attached the handle. If the implant was not fully seated on the inserter it could result in damage to the implant. No conclusions can be made at this time. The most likely cause of the event is excessive force placed on the cage during insertion. This type of event is not unanticipated, and the instructions for use (IFU) supplied with the device warns against the use of excessive force.